Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the catheter performed as intended. The optical fibers met specifications while inside the patient, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event and the cause remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
Following a ventricular tachycardia (vt) ablation procedure, a pericardial effusion occurred which required a pericardiocentesis to stabilize the patient. After completing a vt ablation, while the patient was still in the procedure room but in the process of being placed on a stretcher and moved out of the room, anesthesia noted that the patient's blood pressure was dropping slowly and heart rate was increasing. Using ultrasound, a pericardial effusion was observed which was also confirmed with an echocardiogram. A pericardiocentesis was performed which drained 500ml of blood from the pericardial space. The patient stabilized and is recovering. The physician was not able to determine the source of the effusion or when it occurred during the procedure. However, there was one instance during the ablation when high impedance values (200-300 ohms) were noted while off ablation but manipulating the catheter which the physician hypothesized could have contributed to the effusion. It is also noted that the physician checked for effusions throughout the case and after all other catheters were pulled at the end of ablation, and nothing was seen via ice. The physician was not able to determine a location using echo visualization. There were no performance issues with any abbott device.